Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was 50 mg/dl. Customer resolved low bg by drinking a soda. Reportedly, the customer reverted to an alternate method of insulin therapy.